Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain, cloudy fluid and diarrhea. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (500 mg, route, frequency and duration not reported) and amikacin injection (250 mg, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.